Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with two unrelated incidents with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10314

Event description:
Affiliate reported via email during a meniscal repair, the rep was not present during the case but was told the surgeon deployed the first back stop and when tried to deploy the second backstop it jammed and failed to deploy. Action taken to manage problem menisectomy had to be performed. Adverse event report to patient as menisectomy was required. Additional information received via email from the affiliate on 5-31-2017: delay to procedure is 10 minutes. Rep was informed that the surgeon performed a partial menisectomy as the first backstop had deployed and the second one jammed. As the first backstop had deployed he had to cut it out of the meniscus. With a backstop already deployed there is no other device to rectify the repair.